Event description:
It was reported that the boluses were not recording in the bolus history. It was stated that the boluses were not showing when the customer download onto the carelink. It was stated that insulin is exiting and the insulin in the reservoir was decreasing. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.